Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had possible occlusion or site occlusion due to customer's blood glucose levels rising. It was reported that the issue was resolved with full set and reservoir change. It was reported that the reservoir and set would be replaced and returned for analysis. No further information provided.